Event description:
Information was received based on review of a journal article titled, "hybrid total knee arthroplasty revisited: midterm followup of hybrid versus cemented fixation in total knee arthroplasty¿ which hypothesized that hybrid total knee arthroplasty yields similar clinical, radiographic, and survivorship results as compared to fully cemented total knees performed over the same time period. The study consisted of two groups; one-hundred ninety-three (193) hybrid total knees in 174 patients and one-hundred eleven cemented total knees in 87 patients. The journal article reports that ten (10) revision procedures occurred in the hybrid tka group due to the following reasons: three (3) revisions due to infection seven (7) revisions of either the tibial or femoral component for aseptic causes including component loosening, instability, malalignment or extensor mechanism related complications. The journal article reports that five (5) revision procedures occurred in the cemented tka group due to the following reasons: two (2) revisions due to infection three (3) seven (7) revisions of either the tibial or femoral component for aseptic causes including component loosening, instability, malalignment or extensor mechanism related complications. The authors of the study conclude ¿hybrid fixation leads to similar intermediate-term outcomes as fully cemented components and remains a viable option in total knee arthroplasty.¿

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown. Brand name - unknown. Catalog number, lot number and expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter - the article was written by christopher e. Pelt, jeremy m. Gililland, justin doble, benjamin m. Stronach and christopher l. Peters; hindawi publishing corporation, biomed research international, volume 2013, article ID 854871. 510k number - unknown. Manufacture date ¿ unknown.

Manufacturer narrative:
Added: describe event or problem - clarification statement added, patient and device codes, evaluation codes. We are submitting this follow-up to report only this one event, as mentioned in describe event or problem. The others have been separated onto different reports. Product not available for return, root cause could not be determined. Condition is addressed in the package insert. Part and lot identification necessary for review of device history records, and complaint history was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
This complaint will address three (3) revisions of either the tibial or femoral component for sepsis performed in the hybrid tkas.